Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube near reservoir tube window.

Event description:
It was reported that the customer's keypad was unresponsive. The customer's blood glucose level was 178 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).